Event description:
It was reported to the manufacturer on september 25, 2023 that a patient from a retrospective clinical study experienced implant displacement, infection, tenderness, and hematoma requiring screw replacement at 12 months.